Event description:
It was reported that this pacemaker was explanted due to an unknown cause. This pacemaker was replaced with another device successfully. This pacemaker has been received for investigation. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was explanted due to suspected premature battery depletion. The device was checked after only one year of implant and showed that one year of battery was remaining. This pacemaker was replaced with another device successfully. This pacemaker has been received for investigation. No additional adverse patient effects were reported.